Event description:
It was reported that during the surgical procedure to explant the right ventricular (rv) lead because of a lead fracture, the patient's superior vena cava was lacerated by this lead extraction sheath. The patient lost blood pressure, invasive ventilation and cardiopulmonary bypass were used but the patient passed away this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).